Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected range is 83 to 89mg/dl. Customer stated she performed a blood test on (B)(6) 2015 at 4:45am and results were 67mg/dl. Customer performed back to back blood test during call and results were 93mg/dl and 94mg/dl. She was given her a1c results and it was "6". When asking her what time and date appeared in meters memory, she could not see a date. Customer had dropped meter prior to calling. Strip expiration date is 05/31/2018 and strip open date is (B)(6)2015. Strip storage is correct. Reviewed meter memory: a 83mg/dl, 11:56:00 pm, fasting:yes. A 79mg/dl, 05:53:00 pm, fasting:yes. A 158mg/dl, 02:22:00 pm, fasting:no. A 95mg/dl, 12:56:00 pm, fasting:yes. A 76mg/dl, 11:17:00 pm, fasting:yes. Customer's concern:79,76mg/dl.